Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. Examination of the article : both jaws of the pliers insert are broken at the transition to the joint part. The fracture surface shows no signs of material or manufacturing defects. Presumably, the instrument was not used properly. The root cause most likely is mechanical overload which caused the breakage of the grasper. The instrument is intended to grasp bowel not for handling or retracting heavy tissue. No indication for a material or manufacturing issue found during investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
A defect during application was reported. Breaking off of a branch of the universal grasping forceps during thoracoscopy which had to be recovered. No further information available.